Event description:
It was reported there was a possible decrease in therapy effect. The event required no action. A dye study was completed with normal aspiration and the dye was visualized in the intrathecal space. The full length of the catheter was examined under x-ray and no obvious issues were found. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver lioresal. It was later reported the pump and catheter appeared to be working as expected. It was later reported the pump was being used to deliver gablofen. The patient was experiencing breakthrough multiple sclerosis spasms. The cause of the event was not known but attributed to the catheter. The event was not due to drug effects or programming. The dose was adjusted to no effect. A dye study was scheduled.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).